Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received one appropriate shock during vf and one inappropriate treatment in response to oversensing of cardiac activity and motion artifact. At 21:45:59, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 21:44:34, the patient's heartrate was vt at 150 bpm with CPR/motion artifact. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 170 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 22:16:09, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity and motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity and motion artifact. The electrode belt was disconnected at 22:16:57. Patient was last seen in asystole with intermittent cardiac activity, motion artifact, and electrode lead fall off when the belt was disconnected. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.